Manufacturer narrative:
It was reported that the patient underwent breast reconstruction with general anesthesia on (B)(6) 2015 and topical skin adhesive was used for the right breast vertical incision. The incision was not re-prepped before the closure and no dressing was used over the incision. On 04/21/2015, the patient experienced rash at the site of the topical skin adhesive. The topical skin adhesive has been removed. No another method was used to close the incision. No culture, patch or sensitivity tests were performed. On 05/22/2015 the doctor has seen the patient and noted crusted lesions on a red base. Next visit has been scheduled on (B)(6)2015. (B)(4).

Event description:
It was reported that the patient underwent breast reconstruction on an unknown date and topical skin adhesive was used. Following the procedure, the patient experienced a rash at the site of the topical skin adhesive. The patient was treated with otc benadryl. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).